Event description:
Dr ordered contrast sturdies via left subclavian port-a-cath. Pt complained of mild discomfort. Diagnostics impressions was non-functioning port, no communication with subclavian vein, and extravasation of contrast where the catheter joins the port. X-ray impression was port-a-cath type device over the left chest with the tip of the catheter projected in the left infraclavicular region. On 3/20/95, dr removed broken piece of catheter. Left subclavian catheter was removed. Right subclavian port-a-cath was placed. On 3/21/95, pt discharged.